Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: vanguard cr femoral left interlok cat#: 183036, lot#: 493750. Maxim interlok fixed I-beam tibial plate with locking bar cat#: 141226, lot#: 174380. Vanguard dcm cr-lipped tibial bearing cat#: 183564, lot#: 217590. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 00883, 0001825034 - 2018 - 00884, 0001825034 - 2018 - 00885, 0001825034 - 2018 - 00886. Remains implanted.

Event description:
It was reported that the patient died eight years after knee arthroplasty. There is no indication that the cause of death is implant or procedure related.